Event description:
The pad device was used on a patient in a nursing home. The pad issued three "low battery" warnings even though this was the first time the pad-pak had been used. The device continued to operate normally. The outcome of the patient is unknown. It is assumed that given, a physician was involved that the patient was transported to hospital.

Manufacturer narrative:
The returned pad device and pad-pak were tested and the test therapy sequence delivered without fault. Three test shock were delivered and the voltage in the pad-pak remained well above the low battery warning message level. It was confirmed that the pad device and pad-pak were stored in the trunk of a car and so were not adequately protected from low temperatures. Investigation of this complaint would indicate that the device issued the "low battery" warnings because the version of software in the device did not take account of ambient temperature and could therefore issue a low battery warnings and/or turn the device off while there was still sufficient capacity in the battery for treatment to be delivered if necessary. Heartsine is issuing a correction to address the battery management software issue in which the software misinterprets a dip in voltage as a low battery which in some instances, turns off the device. The pad-pak, which contains the electrodes and batteries is labelled for a single use but the samaritan pad 300 and 300p devices are for multi use. In the case of this report, it is not known if this was the initial use of the device.